Event description:
Event description cpi received information that the reed switch of this implantable pulse generator (ipg) could not be activated and the ipg was also exhibiting oversensing. The ipg was explanted. The ipg has been implanted for 92 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 58 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.